Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. Further information was requested but not received.

Event description:
It was reported that the patient presented in the clinic for a post-operation checkup. Upon review, hematoma was noted with no evidence of infection. It was decided to continue monitoring the hematoma. Later, the patient presented in the clinic on (B)(6) 2019, and it was noted that the hematoma had enlarged. Therefore, the hematoma was evacuated on (B)(6) 2019. No infection was noted. The device remained implanted. No further information was available on the patient¿s condition.